Manufacturer narrative:
Device alarmed a35 during rewind due to corrode the motor home switch. Unable to perform rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify e67 alarm or motor error alarm due to a35 alarm.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was received a broken force sensor was detected during seating or regular delivery alarm and motor error alarm. Customer¿s blood glucose level was 8 mmol/l. Customer also reported that other error alert but was unable to confirmed. Customer was advised to the insulin pump requires replacement and to discontinue use of the insulin pump and revert to backup plan. Troubleshooting was declined for motor error or other error. The insulin pump will be returned for analysis.